Event description:
It was reported the bronchovideoscope displayed an error code e315 (non-compatible endoscope). The issue occurred during a diagnostic colonoscopy procedure. The issue occurred during sedation, while the device was outside the patient. A procedural delay occurred prior to sedation, and the procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event reported is a duplicate report. Please refer to mfg report # 9610595-2025-11196-00.

Event description:
No additional information received from the customer.